Event description:
In 05, pt was reported to have developed an infection in the area treated by the fraxel sr laser system. The pt received two treatments with the fraxel sr laser system, with the second treatment administered in 08/05. Following treatment two, pt reported peeling bilatorally under their eyes. 24 hours post-treatment, the treating physician suspected a possible infection in the infraorbital region. The physician instructed the pt to apply silvadene, a topical antibiotic, 5 times a day. In addition, the pt was provided with 150 mg of diflucan 6 days later. Four days later, the physician prescribed ciproflexacin. Culture results from a sample taken within the infraorbital region performed that same day confirmed moderate growth of staphylococcus aureus.